Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite having a reprogramming session. The patient underwent an ipg replacement procedure wherein a rechargeable ipg was implanted. The patient was doing well postoperatively. Explanted ipg will not be returned.